Manufacturer narrative:
The reported event that a standard lag screw omega 95mm length was alleged of breakage during surgery could be confirmed. The device inspection revealed that one of the two lips of the proximal extremity of the screw detached completely from the device, whereas the other one is still part of the implant, despite plastically deformed. Based on investigation, the root cause was attributed to be user related. These are two of the factors which most likely contributed to the reported event: multiple disconnections due to insufficient assembly of devices (assembly of lag screw and lag screw adapter in case of standard technique or assembly of lag screw and one-step insertion wrench in case of one-step lag screw and hip plate insertion technique). Too high forces applied during lag screw insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the surgeon had difficulty when inserting an omega chs lag screw into a patient. The patient was (B)(6) years old, alcoholic and his bone quality wasn¿t good. Everything was proceeding to plan in the initial stages of the operation. The lag screw went in smoothly until the final 2 turns when it required more force to turn - however nothing out of the ordinary. The surgeon couldn¿t get the dhs plate on -and then he spotted the flattened base of lag screw on the screening images and had to use the broken screw set to retrieve it.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the surgeon had difficulty when inserting an omega chs lag screw into a patient. The patient was (B)(6), alcoholic and his bone quality wasn¿t good. Everything was proceeding to plan in the initial stages of the operation. The lag screw went in smoothly until the final 2 turns when it required more force to turn - however nothing out of the ordinary. The surgeon couldn¿t get the dhs plate on -and then he spotted the flattened base of lag screw on the screening images and had to use the broken screw set to retrieve it.